Manufacturer narrative:
(B)(4) evaluation summary: the device returned for analysis. The complaint investigation determined the reported difficulty was related to manufacturing issues associated with the protective sheath. On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA on march 17, 2017 [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the mildly tortuous, mildly calcified, mid left anterior descending artery. The 3.5 x 12 mm nc trek balloon catheter was prepped in the hoop with a syringe and removed from the hoop. The stylet and protective cover were removed with no resistance felt. The balloon was placed across the lesion and an attempt was made to inflate to balloon to 12 atmospheres with 50/50 contrast saline mix; however, the balloon was not visible under fluoroscopy. Negative pressure was applied for approximately 2 minutes and a second attempt was made to inflate the balloon to nominal pressure; however, again the balloon was not visible under fluoroscopy. The balloon catheter was removed from the anatomy and inflated outside the patient. Balloon inflation did not occur until 18 atmospheres of pressure were applied. No leaks were observed. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.